Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away on the cycler. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was discovered by a family member when they entered the bedroom to assist the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the liberty select cycler completed therapy, and there were no treatment related concerns. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing and transported the patient directly to the morgue (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to her advanced age and extensive cardiac history. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. It is unknown if the device had been shipped back to the manufacturer.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and subsequent death, as the patient was undergoing ccpd therapy when she expired. The pdrn reported the primary cause of death was a cardiac arrest, secondary to the patient¿s extensive cardiac history and advanced age. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away on the cycler. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was discovered by a family member when they entered the bedroom to assist the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the liberty select cycler completed therapy, and there were no treatment related concerns. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing and transported the patient directly to the morgue (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to her advanced age and extensive cardiac history. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. It is unknown if the device had been shipped back to the manufacturer.